Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the pump screen. Customer's blood glucose (bg) level subsequently increased to display as "high;" bg value was not provided. Customer performed a correction bolus via pump to address bg. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continues uninterrupted.